Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer was in a vehicular accident and hospitalized on (B)(6) 2014 due to broken fingers and high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 333 mg/dl. The customer was not wearing the insulin pump at the time of hospitalization due to losing his transmitter. Customer stated that he was driving and blacked out, he hit a parked truck and his car rolled over. The paramedic had to cut him out of the car and then transported him to the hospital. No additional information was provided.